Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a complete lead was returned in one piece. Visual inspection of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasions was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.